Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records/complaint history and information provided to abbott vascular. Potential causes for device damaged by another (causing damage) leading to incomplete coaptation can include, but are not limited to, manufacturing anomalies, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique and procedural conditions. A review of the device history record confirmed this device passed all in-process and final inspections, including verification that the clip and its components were functioning as expected. Additionally, there were no non-conformances issued for this lot that would have contributed to the reported event, and a review of complaint history found no other incidents reported from this lot. The user also reported no issue while functionally inspecting the cds during device prep, which is an indication that the device was functioning properly prior to use. With respect to the patient condition, procedural conditions and/or user technique, the device damaged by another (causing damage) may be influenced by the difficulties with visualization morphology of the mitral valve, or user technique resulting in causing the damage. It should be noted that the mitraclip instructions for use (IFU) states to unlock the clip and open the clip arms to approximately 180 degrees. Because the physician inadvertently attempted to open the clip without unlocking it, there was increased tension on the device such that the second clip came in contact with the first (initial) implanted clip. This interaction of the second clip with the first clip inadvertently dislodged the initial clip from the posterior leaflet, thus causing damage to the initial clip (resulting in the slda of the initial clip). Based on the information reviewed, there is no indication of a product deficiency and the reported device damaged by another (causing damage) appears to be related to user technique/error and not a product quality deficiency.

Manufacturer narrative:
(B)(4). Concomitant product: mitraclip system, steerable guide catheter, mitraclip (x1). Failure to unlock clip prior to opening it. The mitraclip remains implanted on the mitral valve leaflets. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The mitraclip (10350815/(B)(4)) referenced is being filed under a separate medwatch MFR number.

Event description:
This is being filed as the clip (10352115/(B)(4)) touched an implanted clip causing it to detach from one leaflet. Although there was no adverse patient effect, this event has the potential to cause or contribute to patient injury. It was reported that during a mitraclip procedure, the first clip (10350815/(B)(4)) was successfully placed. To optimize the outcome, a second clip (10352115/(B)(4)) was to be placed lateral to the implanted clip. After orienting the second clip perpendicular to the line of coaptation, the physician checked the path, the clip was closed and then successfully advanced into the left ventricle without contacting the implanted clip. Prior to opening the clip, the physician forgot to unlock it. There was a lot of tension in the device and caused the clip to touch the implanted clip. The implanted clip detached from the posterior leaflet. The anterior leaflet was still well inserted into the clip. It was decided to stabilize the detached clip by implanting another clip medially to it: it worked well. The mr grade was 2-3. One more clip was implanted lateral to the detached clip reducing the mr to grade 1-2. There was no mean pressure gradient increase and the clip that detached from the posterior leaflet was stable between the two implanted clips. The patient outcome was fine. No additional information was provided.